Manufacturer narrative:
Date of event: unknown. Customer doesn't know when it happened.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Through follow-ups, customer indicated that it is unknown if the unit was in use on a patient.